Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed for the reader and liquid contamination was observed in universal serial bus (usb) port . Visually inspected the usb/charging cable and no issues were observed. The liquid contamination in usb port would prevent the customer from charging the reader which would lead to the reader not turning on. No opens or shorts were observed. Usb/charging cable testing passed. Visually inspected the power adapter and no issues were observed. The returned power adapter was tested using load tester. Power adapter passed testing. The returned reader was de-cased and placed into the reader test fixture. Issue is not confirmed to use due to liquid contamination in usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced "hiccups, spoke very slowly and did not know where they were. Customer was unable to self-treat and was treated with water with sugar and juices by non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced "hiccups, spoke very slowly and did not know where they were. Customer was unable to self-treat and was treated with water with sugar and juices by non-healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott became aware of the event due to the customer¿s report of "tuesday or wednesday of last week". All pertinent information available to abbott diabetes care has been submitted.